Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the implantable cardioverter defibrillator (ICD) was replaced due to a generator change out, the right ventricular (rv) lead alerted for high variable impedance in the rv coil and the superior vena cava (svc) coil. The lead was reprogrammed and the patient underwent a lead revision to check on a suspected lead connection issue. The rv lead high voltage coils were found to not be fully inserted into the device header and loose even though the setscrew was found to be fully engaged. The lead was advanced into the header and the setscrew was tightened. Lead testing through the device yielded normal impedance values. The device and lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was variable. Analysis of the device memory indicated the impedance trend of the superior vena cava defibrillation coil was variable. If information is provided in the future, a supplemental report will be issued.